Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a ten min time frame on the precision xtra blood glucose meter. The results when plotted on a parkes error grid fell inot the "c" zone which is considered clinically significatn. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No prod has been returned for investigation at time of file. Retain testing of the strip lot has been requested. A f/u report will be filed.